Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the ok button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The display screen was found to be faded and discolored. The display screen was replace with a test screen and the display returned to normal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: evaluation revealed that the keypad was fully intact. The ok key contacts was intermittently unresponsive and the other buttons responded appropriately. There was contamination found under all key contacts. The display was not clear and legible.